Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. It was indicated that the patient was taking medication containing acetaminophen, which is off-label usage of the device. The patient stated the cgm was reading 100 mg/dl but his bg was 40 mg/dl. He passed out due to the low blood glucose level and his wife called the paramedics/fire department. No treatment information was provided. At the time of the call the patient was doing okay. The patient declined to provide any additional patient or event information. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.